Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the a/w connector. In addition, we confirmed that the lcb distal cover glass break; however, it is not related to the complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred during inspection. There was no report of patient harm. The a/w connector at the lg plug is loosened and leaky.